Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging harm/injury . There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found evidence of foam degradation. The manufacturer service center concludes that they could confirm the customer's allegation and there was visible foam degradation.

Manufacturer narrative:
H3 other text : device returned to third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging sinus infections and respiratory problems. Medical intervention was not specified. The device was returned to a third party service center for evaluation. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. The third party service center was unable to confirm the symptoms outlined by the patient.